Event description:
The reporter stated that the "patient had a tracheostomy and had a bivona silicone tracheostomy tube without the inner cannula in place. Patient developed respiratory distress and the distress was not relieved by suctioning or respiratory treatment. The trach tube was removed/changed and this resolved patient's respiratory distress. Pulmonary services staff were using the bivona silicone trach because it was thought that secretion would not stick to the silicone surface. A mucus plug was able to form in this silicone coated trach".

Manufacturer narrative:
Samples have not been received for evaluation. Without the returned, unit the exact cause can not be determined. Silicone trachs do not prevent secretions from sticking to the silicone surface and there are no claims to that effect. Regular suctioning must be done to prevent the formation of a mucus plug. The device history record was reviewed and found to be acceptable. Review of the complaint database for the previous 12 months indicates that this is the only reported issue of this type for this product line. Smiths is unable to confirm or determine the actual cause of this incident without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.